Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during diagnosis of vascular procedure. The procedure was delayed and completed by restarting the system. It was reported to philips that the system was unable to boot up. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found that unit would not power on. To resolve the issue, the fse restored ghost to the system. After replacement the device returned to good working order. The codes were updated based on the investigation outcome.